Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no data related to pi observed in pump histories. No data from time of reported issue due to continued use. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that he awoke that morning with a blood glucose (bg) of 329mg/dl feeling tired and with increased thirst and increased urination. The patient stated that when he went to deliver a correction bolus, he noticed that the time was incorrect and was set to 24 hour mode by mistake. The patient stated that the evening of (B)(6) 2012, he changed the battery and the battery cap, and must have accidentally changed the time mode and the am and pm got switched. There is no indication or allegation of a pump malfunction, and the pump is not being returned at this time. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy. Use error was determined to be the cause of the reported incident, as the patient admitted to mistakenly setting the time incorrectly during a routine battery change.